Event description:
The MFR received info from a third party service center alleging a ventilator failed a step during testing. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the third party service center, the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.